Event description:
It was reported that the pt underwent an anterior cervical spinal surgery. It was reported that the inferior fixed angle screw partially backed out of the plate. No additional pt complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.